Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: initially, the instrument moved in the intended direction via the surgeon side console (ssc). Typically, the tip of the instrument is moved into a semi-perpendicular direction to enter or create the colpotomy. The movement observed was semi-perpendicular. The issue occurred with the surgeon¿s head inside the ssc¿s high-resolution stereo viewer (hrsv) and while the surgeon attempted to manipulate the instruments. Reporter was unsure of the exact time of the "failure", as it was noticed when the clockwise motion of the instrument, via the surgeon, could no longer adjust the said direction. The movements of the surgeon scaled appropriately and the timing of the movement of the instrument was also appropriate until it was not. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference and there were no external collisions. The inability to move the direction of the instrument was immediate as the surgeon, via the console, attempted to slightly adjust the direction while moving across and posteriorly along the base of the cervix and the vaginal vault. The instrument was removed and replaced to resolve the issue. Reporter was unaware of the lot number of the drape, and the drape was disposed of after the completion of the procedure. There was no injury to the patient. A brief overview of the instrument was conducted prior to use, revealing no apparent damage to the instrument in question.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the permanent cautery spatula (pcs) instrument was not moving in the proper direction. It was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken pitch cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.